Event description:
Manufacturer ref.#:(B)(4).

Manufacturer narrative:
It was reported that the when restarting the compressor, it alarmed for low pressure. There was no patient involvement. During inspection it was found that an internal tube connected to the compression motor appeared "worn" and had a hole, causing air leakage and the low pressure alarm. The compressor had been newly installed. After replacing the tube, the compressor has worked as expected. The defective tube was discarded and no picture of it was provided. Leaking compressor tubing may lead to poor air supply. Alarms will be generated. The conclusion is that the compressor tubing had a hole which caused leakage and low compressor pressure. What caused the hole could not be determined as no faulty part was returned for investigation.

Event description:
It was reported that the during installation of the compressor, it alarmed for low pressure. There was no patient involvement. Manufacturer ref.#: (B)(4).